Manufacturer narrative:
Additional information has been provided in b.5.,d.10.,h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review indicates that six photos received. Received photos shows an intraocular lens (iol) being positioned into a monarch cartridge. One haptic is not yet inserted. There appears to be damage to the haptic tip. Other images show the iol implanted in the eye, one haptic tip is damaged. Based on our observation of the attached photo, there appears to be damage to the haptic tip. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and it states that the burr was at the tip of the haptic, not at the root.

Event description:
A physician reported that during surgery, when they took out an intraocular lens (iol) from the wagon wheel (ww), a burr was found at the root of the trailing haptic. The setup was made and the iol was implanted into the patient's eye. They attempted to remove the burr at the root of the trailing haptic in the eye using forceps, but gave up. Surgery was completed without product replacement, and it still remains in the patient's eye. This was reported on the day of surgery, so the impact on the patient after surgery will be monitored in the future.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).